Event description:
The surgeon informed the manufacturer's (MFR.) Sales representative of the following: on 01/15/2000, the nurse accessed the device and infused chemotherapy. The pt experienced symptoms indicating a leak within the device pocket under the pt's skin. Leak maybe from the device septum or device catheter near attachment. In 2000, the MFR's sales representative was present for explant of the device. Device lock was verified and a leak was not visible. At this time, return of the device to the MFR for analysis was not agreed upon. On 01/25/2000, the MFR's representative contacted the MFR's sales rep regarding return of the device to the MFR for analysis. The sales rep was still waiting to hear from the facility's risk management regarding release of the device for analysis. No further details are available at this time.